Event description:
It was reported that the device shows one white line on the screen. No pt involvement.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.